Event description:
The pt was suffering from a painful hemiarthroplasty that was implanted in 2000. The surgeon removed the existing humeral head component, determined the stem was secure and replaced the original head component with a foundation humeral adapter, and female tapered 38x17 foundation humeral head.